Event description:
Approximately 13 months following the placement of 4 cypher stents, the patient returned for follow up. Repeat coronary angiography and fluoroscopy revealed a stent fracture. It is unknown if any restenosis was present or if treatment was required. Indication for initial evaluation is unknown. The target lesion was identified as the proximal left coronary artery with no lesion or vessel characteristics provided. The lesion was pre-dilated with a 2.0 x 20mm unknown balloon at 14atms for 30 seconds. The stent in question was deployed at 18atms for 30 seconds without overlap. Post-dilatation was performed with a 3.5 x 10mm unknown balloon at 14 atms for 30 seconds x 3 inflations.